Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was visually inspected and found with a dislodged component. The retaining ring was found dislodged. The ring is missing. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. Root cause of the dislodged camera adapter is attributed manufacturing, such as an improper assembly. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: "the attached image shows an attached endoscope adapter (aea) dislodged from endoscope housing.''

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 30-degree endoscope plus had physical damage. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the image was not inverted, and the event did not involve a reversed control on system arms. The vision orientation did not change on its own and the endoscope did not move freely with uncontrolled motion. During surgeon movement of the surgical field with the endoscope installed on the robotic arm, the body of the camera, the metallic part, detached from the plastic interface that couple with the sterile adapter.